Event description:
It was reported that the plastic shuttle clamp of the anchorfast endotracheal tube holder broke while the rn was bathing the patient. The patient was very agitated and only lightly sedated. Reintubation was required. Hospital is unsure if this is a product malfunction or patient related event.

Manufacturer narrative:
The piece of the shuttle that broke off was unable to be located by the hospital. On the remaining portion of the product there was a jagged fracture located on the inside lower corner of the c clamp portion of the device. The fracture was likely a result of torque of some fashion suggesting that the force applied to the device exceeded the limits of the design. Microscopic examination did not identify any anomalies around the fractured area that would suggest the shuttle did not meet specification requirements.